Event description:
It was reported that during a wrist procedure, the metal tip of the driver broke off and remains in the pt. After the surgeon transferred a ligament and was attaching it to one of the carpal bones, the tip of the driver broke while inserting the screw. The screw was fully seated; the surgeon was unable to retrieve the metal tip of the driver from the screw. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because it was discarded, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely causes of this type of event are prying/leveraging the driver while the implant is still loaded, excessive rotational force applied while inserting the implant, preparing a pilot hole that is too small. A pilot hole that is too small may compress the implant around the driver, creating difficulty removing the driver from the screw head. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.